Event description:
It was reported that the pump would not turn on during troubleshooting it was disocvered the pump was accidently placed in sotorage mode, pump was taken out of storage mode during troubleshooting. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer drank water to address their bg. Reportedly, the customer continued to use the pump for insulin therapy.